Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event of capsulorhexis not performed and incisions not sealing. As a corrective action, the company service representative performed laser alignment and verification. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on the qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming laser alignment the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported equipment is not performing the capsulorhexis, the incisions are not sealing. Additional information has been requested. There are two related reports for this facility. This report addresses patient one and other manufacturer report will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #(B)(4)). The manufacturer internal reference number is: (B)(4).